Manufacturer narrative:
(B)(4). B5 describe event or problem: correction. B6 relevant tests/laboratory data: correction. H2 type of follow up: correction.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 01/03/2025. The patient reportedly has hypo unawareness. On approximately (B)(6) 2025, the patient experienced a hypoglycemic event, and experienced malaise and loss of consciousness. The cgm reading was reportedly at 60 mg/dl, and the blood glucose reading was reportedly at 30 mg/dl. The patient was treated with a baqsimi nasal spray. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2025. The patient reportedly has hypo unawareness. On approximately (B)(6) 2025, the patient experienced a hypoglycemic event, and experienced malaise and loss of consciousness. The cgm reading was reportedly at ¿0.60¿, and the blood glucose reading was reportedly at ¿0.30g/dl¿. Further information and clarification regarding the values was requested but not received. The patient was treated with a baqsimi nasal spray. At an unknown point during the event the cgm reading would have been the cgm was reading low, and the blood glucose reading was 0.6 mmol/l. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the a zone of the parkes error grid. No additional patient or event information is available.